Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint is from a literature review from china ("comparison of total knee arthroplasty with computer navigation systems and conventional techniques". Authors: xu zhihong, et al.) It was reported that patient¿s with rheumatoid arthritis and osteoporosis developed cortical insufficiency and longitudinal rupture at the fixed needle site. After repositioning the positioner (brain lab navigator), the surgery was successfully completed, and the patient had normal movement in the weight-bearing situation after surgery. Impact to the patient cannot be determined with the available information. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Literature case "comparison of total knee arthroplasty with computer navigation systems and conventional techniques". Authors: xu zhihong, et al. In this study there were 22 patients bearing genesis ii posterior stabilized knee prosthesis. It was reported that patient with rheumatoid arthritis and osteoporosis developed cortical insufficiency and longitudinal rupture at the fixed needle site. After repositioning the positioner, the surgery was successfully completed, and the patient had normal movement in the weight-bearing situation after surgery.